Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after starting treatment started with a polyflux 14l, the patient experienced lower abdominal pain. The patient received an intravenous bolus of dexamethasone injection (3 mg). It was reported the patient symptoms were relieved. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.